Event description:
The manufacturer received a device for service, in relation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. During the evaluation of the device at the service center, foam degradation was observed inside the device. The devices blower assembly was replaced to address the issue. Additionally, limestone contamination was also observed inside the device. The device was scrapped after passing final testing.